Manufacturer narrative:
Product event summary - the proximal segment of the lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - performance data collected from the device was received and analyzed. Beginning (B)(6) 2016, there were ventricular sensing integrity counts up to 661; ventricular tachycardia-nonsustained episodes and ventricular fibrillation episodes detected with evidence of lead noise oversensing leading to inappropriate shock. Beginning the week of (B)(6) 2014 maximum right ventricular pacing impedance has been varying up to 893 ohms and down to 646 ohms. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock. The right ventricular lead had high pacing impedance and a confirmed pace/sense fracture. The lead was partially explanted and replaced. The remainder of the lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.